Manufacturer narrative:
Clinical investigation: there is a possible temporal and causal relationship between the alleged incorrect mixing of the granuflo concentrate by a nurse and the death of this unidentified patient during hemodialysis. However, there is no ability to confirm the event or to obtain treatment records for the alleged death with granuflo use. There is no documentation in the complaint file of an event date or clinic location that this alleged event took place. The allegation was in a twitter social media post. The granuflo concentrate instructions for use (IFU) warm about the failure to follow the instructions properly and the possibility of patient harm if not followed. The IFU gives instructions for the proper mixing of the concentrate. Based on the limited information available, it cannot be determined if the use of the alleged incorrectly mixed granuflo concentrate caused or contributed to any patient adverse event. Plant investigation: plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A (B)(6) social media user reported that a nurse "killed five patients" a couple of years ago by mixing granuflo incorrectly. No additional information was documented, and no contact information was obtained.

Manufacturer narrative:
Correction: plant investigation: the product code and lot of the product was listed as unknown and there is no information provided on the clinic in question, because of this there is not enough information provided to investigate any particular lot. Based on the post this event happened a couple years ago, therefore a review of legacy complaints was performed between (B)(4) 2016 and (B)(4) 2018, a couple years from when the allegation was posted. This review found several allegations that resulted in a patient death, however, from the investigations performed none were alleged to have been traced to granuflo product. Furthermore, a review of nonconformances during the same timeframe was conducted and there were no records found that could have linked granuflo to this incident. A review of the FDA¿s maude database was performed and the database did contain medical device reports that were filed for granuflo in between (B)(4) 2016 and 2018, however, the reports made that contained product information was one of the alleged complaints already investigated. Other reports did not contain any product information and therefore the information gathered from FDA maude was limited to the contribution of this investigation. All device history records are reviewed and released. Product is not released if the requirements are not met or if product is considered nonconforming. Due to the lack of information, a product history review was unable to be conducted. Concentrate product is manufactured to meet aami requirements using validated processes and release based on a determination that the finished product meets those requirements. It was insinuated that the patient death was caused by improper mixing or product knowledge of a nurse; therefore cause could not be traced to manufacturing. However, because of the limited information provided, cause could not be established and is unable to be confirmed.